Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was conducted. The needle overmold assembly was bent slightly horizontally. The depth limiter button was not in the default position. The deployment slider was in the t1 position. A suture was returned with both anchors attached. The slip knot was pulled taught against t2. A functional evaluation was performed. The deployment slider knob functioned correctly. The deployment needle operated as designed. The device functioned properly. A review of the customer provided image reveals both t1 and t2 anchors were detached from the device. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy using the fast-fix 360 curved ndl delivery sys, while introducing the suture and lowering t1, the two implants (t1 & t2) were deployed without being able to remain in the patient. The procedure was successfully completed without delay using a back-up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.